Event description:
A report was received that the patient had difficulty breathing. It was noted that the patient also had a heart attack and it was unknown what caused it. The patient underwent a non device related procedure wherein the stents were placed in. The patient was doing well.